Event description:
It was reported by provider that the irc5po2v concentrator will power on, amber light then alarm, 1726 hours in a residential home, no property damage or injury alleged. No further information provided.